Event description:
The technician alleged that the side rail is not latching in the up position. No patient impact.

Manufacturer narrative:
The technician replaced side rail latch block to resolve the issue.